Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedics visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 45 mg/dl while wearing the pod between 1 and 4 hours. The patient was treated with injection of sugar. The patient was released the same day. The pod was worn when seeking medical attention.